Manufacturer narrative:
Complaint is confirmed. Visual evaluation revealed that ar-9676 and ar-9575-20 are stuck. Also, noted the damage, abrasion marks and nicks on the edges around the device and the distal end of the shaft. Functional testing with the mating part ar-9597-20 returned reveals that the devices got stuck due to the damage around both devices and did not work as required. The most likely cause for the reported failure can be attributed to user error of the device due to interference with the mating instrument.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On (B)(6) 2023, it was reported by a sales representative via (B)(4) that an ar-9676 angled reamer and an ar-9597-20 angled reamer sleeve were stuck. This occurred during a case when the devices locked up and would not work.